Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 360 mg/dl. The insulin pump was not exposed to a magnetic field or dropped. Customer does not use the sensor feature. Letter for replacement insulin pump will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.